Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were underfilling. "No report of injury or medical intervention. No report of blood exposure to mucous membrane."